Event description:
Customer reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the case from the pump, inspect various components, and clean the pneumatic tap area. The customer successfully reloaded the original cartridge and resumed insulin therapy.